Event description:
Reportedly, fired the device, and it was removed safely from the pt tissue, but then, leakage was observed on a leak test. Ileal stoma was created. Sex: female. Procedure: lar double staple.